Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; the analyst noted that the lead appeared to have been implanted with a bend in it at the fracture site; full lead returned and analyzed.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead measured high pacing impedance values, oversensing was observed and there was a high number of short v-v intervals. The lead was replaced. No patient complications have been reported as a result of this event.